Manufacturer narrative:
(B)(4). Although the drain management post-op was not reported, the first 2 months post-op progress was reported to be normal, after that there were signs of inflammation and accrued wound exudates. The wound drainage is considered a subsequent finding to the inflammatory response. Inflammation is a potential adverse event typically associated with surgical mesh materials and their procedures as documented in the instructions for use (IFU). Strattice is an acellular xenograft derived from porcine tissue that could elicit an immune response in patients with known sensitivity. The IFU notifies the customer that the porcine tissue grafts are contraindicated and should not be used in patients with a known sensitivity to porcine material or polysorbate 20, a component of the phosphate buffered aqueous solution. The non-incorporation reported would be considered an incidental finding subsequent to the surgical intervention for this patient's wound healing complication and inflammatory response. Qa investigation into lot sp100205 resulted in no remarkable findings with no similar complaints against the lot and device history review with acceptable sterilization and no deviations or non conformances revealed during processing with impact to the product or patient safety. (B)(4). Lot sp100205 was terminally sterilized and met all qc release criteria. (B)(4). Although surgical intervention was reported, it was not made clear if the devices were explanted and what this patient's course of treatment was. Additional follow up attempts were made to obtain additional patient and procedure specific information but to date, no response has been received. Inflammation is a potential adverse event typically associated with surgical mesh materials and their procedures as documented in the instructions for use (IFU). Strattice is an acellular xenograft derived from porcine tissue that could elicit an immune response in patients with known sensitivity. The IFU notifies the customer that the porcine tissue grafts are contraindicated and should not be used in patients with a known sensitivity to porcine material or polysorbate 20, a component of the phosphate buffered aqueous solution. The nonincorporation reported would be considered an incidental finding subsequent to the surgical intervention for this patient's wound healing complication and inflammatory response. Due to the limited information, a relationship between the post-operative complications and the strattice devices could not be determined. If additional information is received, this investigation will be reopened and a follow up report will be submitted.

Event description:
Limited information was reported to lifecell in association with a (B)(6) female patient with a history of left breast cancer that underwent a bilateral breast reconstruction procedure on (B)(6) 2015 with strattice devices. The physician reported that the first 2 months post-op progress was normal, after that there were signs of rejection, inflammation and accrued wound exudate. A revision surgery was performed at the beginning of (B)(6) 2015. The details surrounding that revision was not reported. In (B)(6) 2016 (approximately 5 months post op) it was reported that the patient showed rejection and inflammation with brown/yellow wound exudate in both breasts. According to the physician, there was no vascularization at that time. Based on the limited information available, the date of event was estimated to be (B)(6) 2015. Although surgical intervention was reported, it was not made clear if the devices were explanted and what this patient's course of treatment was.